Event description:
It was reported that the patient complained of palpitations in the stomach that would sometimes resolve itself. Other times, the patient would need to change body position in order to resolve the palpitations. The lead output was reprogrammed, and the lead remains in use. The patient is a part of the adaptive crt clinical study. Additionally, it was found that the lead may have been implanted after the use-before-date. It was further reported that the patient experienced further phrenic nerve stimulation. The lead output was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of palpitations in the stomach that would sometimes resolve itself. Other times, the patient would need to change body position in order to resolve the palpitations. The lead output was reprogrammed, and the lead remains in use. The patient is a part of the (B)(4) clinical study. Additionally, it was found that the lead may have been implanted after the use-before-date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.